Manufacturer narrative:
Concomitant medical product: product ID unk-nv-solitaire (unknown); product type: ; implant date n/a; explant date n/a g2: citation: authors: zhang, y., liu, p., li, z., peng, y., chen, w., zhang, l., chu, j., kuai, d., chen, z., wu, w., xu, y., zhang, y., zhou, b., geng, y., yin, c., li, j., wang, m., zhai, n., peng, x., ¿ yang, p.. Endovascular treatment of acute ischemic stroke with a fully radiopaque retriever: a randomized controlled trial.. Frontiers in neurology 13:962987. 2022. Doi:10.3389/fneur.2022.962987 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Zhang y, liu p, li z, et al. Endovascular treatment of acute ischemic stroke with a fully radiopaque retriever: a randomized controlled trial. Frontiers in neurology. 2022;13:962987. Doi:10.3389/fneur.2022.962987 medtronic literature review found a report of intracranial hemorrhage and death in association with solitaire thrombectomy. The purpose of this article was to observe the safety and efficacy of two stent retrievers, the solitaire and the neurohawk in patients with acute ischemic strokes. The authors reviewed 117 cases of patients treated for ischemic stroke using the solitaire stent in the mechanical thrombectomy. Of the 117 patients, the average age was 67 years, 40 were female and 77 were male. There was no statistical significant difference in the safety or efficacy of using either device for treating patients with an acute ischemic stroke. The article states balloon angioplasty was required to maintain stable blood flow in 24 patients. In addition, the median baseline nihss score was 17. The baseline mtici scores were 100 patients had a baseline score of 0, 10 patients had a baseline score of 1, 3 patients had a baseline score of 2a, and 3 patients had a baseline score of 2b. Post procedure median nihss score was 12. Sixty-seven patients had a mrs score of 0-2 90 days post procedure. Thirty patients had a mtici score of 3 within the first pass of the solitaire and 44 patients had a mtici score of 2b/3 with the first pass.    The following intra- or post-procedural outcomes were noted: death within 90 days 15 patients developed symptomatic intracranial hemorrhage within 36 hours post op 106 patients had a successful reperfusion.